Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that when the patient presented in clinic for a follow up, high ventricular rate episodes due to lead noise oversensing were observed upon reviewing egms. Programming changes and lead revision were suggested. The lead was being monitored. No patient symptoms were reported.

Manufacturer narrative:
Additional information: further information was requested but not received.

Event description:
New information received notes that programming changes were made. The patient was scheduled to present in clinic.